Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements, measuring greater than 200 ohms. It was reported that the impedance had been varying between 60 ohms and greater than 200 ohms for several months. Troubleshooting effects were performed and it was believed there was a distal coil anomaly. The pace impedance measurements were reported to be stable. Boston scientific technical services (ts) recommended additional troubleshooting steps including a commanded shock. It was reported that the physician had suggested to turn the defibrillator off and just use biventricular pacing. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements, measuring greater than 200 ohms. It was reported that the impedance had been varying between 60 ohms and greater than 200 ohms for several months. Troubleshooting effects were performed and it was believed there was a distal coil anomaly. The pace impedance measurements were reported to be stable. Boston scientific technical services (ts) recommended additional troubleshooting steps including a commanded shock. It was reported that the physician had suggested to turn the defibrillator off and just use biventricular pacing. No adverse patient effects were reported. This product remained in service and was eventually explanted, replaced and returned for analysis; due to normal battery depletion.

Manufacturer narrative:
This supplemental report is being filed because of updated evaluation codes. Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This supplemental report is being filed because of updated evaluation codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements, measuring greater than 200 ohms. It was reported that the impedance had been varying between 60 ohms and greater than 200 ohms for several months. Troubleshooting effects were performed and it was believed there was a distal coil anomaly. The pace impedance measurements were reported to be stable. Boston scientific technical services (ts) recommended additional troubleshooting steps including a commanded shock. It was reported that the physician had suggested to turn the defibrillator off and just use biventricular pacing. No adverse patient effects were reported. This product remains in-service.